Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that two promus stents were implanted; however, seven days later, on sunday night, the pt came back. Both of the promus stents were shut down due to in-stent thrombosis. The physician went ahead and opened them back up (ptci). The physician thought the pt was allergic to plavix and changed the medication to prasigrel. No additional event or pt info is available.